Manufacturer narrative:
It was reported that the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention, however procedure was abandoned due to too much scar tissue. Lead is still implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the issue began in (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention, however procedure was abandoned due to too much scar tissue. Lead is still implanted. The patient may undergo further surgical intervention to address the issue.